Event description:
It was reported that during a nephrectomy, the clips would not hold after placing. The clips were well formed but slipped on the artery which led to the cut of the artery. The procedure was converted to an open procedure and a blood transfusion was required. There was no further consequence to the pt.